Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly.

Event description:
The customer's father reported a blank display and water underneath the screen, after the customer jumped into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.